Event description:
A pt was being moved from the bathroom to the bedroom, when the hoist was in poistion over the bed they started to lower the pt. There was a loud noise from under the bed and the hoist tilted to one side, they released the pt from the sling and pulled the hoist away from the bed and noticed that one of the legs was tilted up. No injury to staff or patient.